Event description:
It was reported that the user ordered a ch14 foley catheter and was delivered a ch18 foley catheter and the issue was unrelated to bd. But according to home nurse there was found to be a ch22 foley catheter in the package of ch18 catheter. It was stated that the catheter did not go in and could not be placed. The patient was taken to the hospital by ambulance as the required catheter was not in stock. As per the additional information from the ibc via email on 19may2021 they only could recuperate the package box. The probe was given to the patient during the transport in an ambulance. The probe was too big ch18 was in the box but contained a ch22 according to the nurse. The nurse called the ambulance to refer the hospital to replace with a new suprapubic probe. The probe ch22 was taken with the ambulance to avoid closing the hole for the suprapubic probe.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned . It is unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. The potential root cause for this failure could be due to mislabeling (operator's handling method), improper line clearance, user error. The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "warning: do not use ointments or lubricants having a petrolatum base. They will damage latex. Visually inspect the product for any imperfections or surface deterioration prior to use. Use luer tip syringe to inflate with stated ml of sterile water. Or for pre-filled products, remove clip and squeeze reservoir to inflate with stated ml of sterile water. For urological use only. To deflate catheter balloon: gently insert a luer slip tip syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. Allow the pressure within the balloon to force the plunger back and fill the syringe with water. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If necessary, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. Do not resterilize. Single use only. Do not reuse. This is a single use device. Do not resterilize any portion of this device. Reuse and/or repackaging may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of the device, which may lead to device failure, and/or lead to injury, illness or death of the patient. Consult instructions for use. Warning: after use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practice and applicable laws and regulations. Female use only. Syringe of sterile water for balloon inflation. Contains or presence of natural rubber latex. Caution: this product contains natural rubber latex which may cause allergic reaction. Storage: store catheters at room temperature away from direct exposure to light, preferably in the original box.. Do not use if package is damaged. Keep away from sunlight." H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the user ordered a ch14 foley catheter and was delivered a ch18 foley catheter and the issue was unrelated to bd. But according to home nurse there was found to be a ch22 foley catheter in the package of ch18 catheter. It was stated that the catheter did not go in and could not be placed. The patient was taken to the hospital by ambulance as the required catheter was not in stock. As per the additional information from the ibc via email on (B)(6) 2021 they only could recuperate the package box. The probe was given to the patient during the transport in an ambulance. The probe was too big ch18 was in the box but contained a ch22 according to the nurse. The nurse called the ambulance to refer the hospital to replace with a new suprapubic probe. The probe ch22 was taken with the ambulance to avoid closing the hole for the suprapubic probe.